Manufacturer narrative:
The evaluation of the returned device was completed by the failure analysis lab on 12/28/2018. It was reported that a 65-year-old female underwent breast augmentation with a mentor smooth round moderate plus profile 275cc saline prosthesis. Spontaneous left deflation was observed on 11/3/2018. Upon receipt by mentor the device was received without fluid. White material was observed within the device. During evaluation creases were observed on the anterior and posterior aspect. An area of shell abrasion was also found within a crease on the posterior aspect. Leak testing was performed and revealed a rent within the shell abrasion measuring approximately 0.1 cm. No other anomalies were observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. At this time is not possible to determine the origin of the white material observed. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate plus profile 275cc saline prosthesis, catalog #: 3502275, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation with a mentor smooth round moderate plus profile 275cc saline prosthesis. Spontaneous left deflation was observed on (B)(6) 2018. As a result, an explant is planned for (B)(6) 2018.